Manufacturer narrative:
B3 - date of event: 01jan2017 to 31dec2019. D4 - possible rpn's: c-utpty-1400-wayne-112497-imh; c-utpt-1400-wayne-112497-imh; c-utpt-1020-wayne-imh; c-utpt-1400-wayne-imh. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that patient death occurred after a procedure utilizing a wayne pneumothorax catheter set or tray. The procedure was performed 25 days after the patient was admitted to treat a pleural effusion with bloody fluid as diagnosed by computed tomography and x-ray. The primary diagnosis related to the pleural effusion is unknown. The device was used emergently. The antithrombotic medication was not adjusted or suspended. Imaging was not used during device placement. The anatomic location where the device was placed, and the placement technique are unknown; however, the device was not successfully placed in the desired location. After insertion, blood was observed in the catheter, and the patient experienced hemoptysis and hemorrhage. It was determined that the catheter was positioned inside the lung. Consequently, the catheter was removed, and a standard chest tube was inserted. Placement was confirmed with an x-ray. The patient expired later the same day. No other adverse effects were reported.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that patient death occurred after a procedure utilizing a wayne pneumothorax catheter set or tray. The procedure was performed 25 days after the patient was admitted to treat a pleural effusion with bloody fluid as diagnosed by computed tomography and x-ray. The primary diagnosis related to the pleural effusion is unknown. The device was used emergently. The antithrombotic medication was not adjusted or suspended. Imaging was not used during device placement. The anatomic location where the device was placed, and the placement technique are unknown; however, the device was not successfully placed in the desired location. After insertion, blood was observed in the catheter, and the patient experienced hemoptysis and hemorrhage. It was determined that the catheter was positioned inside the lung. Consequently, the catheter was removed, and a standard chest tube was inserted. Placement was confirmed with an x-ray. The patient expired later the same day. No other adverse effects were reported. Reviews of the documentation, including the manufacturing instructions, instructions for the use (IFU) and quality control procedures of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The DHR was unable to be completed, due to the lack of lot information from the complaint facility. Cook also reviewed product labeling: the product IFU, [c_t_waynemod_rev5] ¿wayne pneumothorax set for seldinger placement,¿ provides the following information for the proper use of the set. Evidence gathered upon review of dmr, and product labeling, does not indicate the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, no product returned, and the results of our investigation, cook concludes that the adverse event is related to the procedure. The catheter was accidentally inserted into the patient¿s lung. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.